Event description:
A peritoneal dialysis (pd) patient reported being hospitalized for peritonitis. The patient was prescribed 1500mg of ceftazidime via intraperitoneal delivery for ten days and an oral antibiotic for the subsequent eleven days. The patient was discharged on (B)(6) 2014.

Manufacturer narrative:
The treatment provider stated that the patient's improper aseptic technique caused the peritonitis. Additional information has been requested from the treatment provider to support the clinical investigation process. A supplemental report will be submitted upon completion of plant's investigation.